Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Reportedly, the customer corrected the date. There was no adverse impact to customer's blood glucose level.